Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while a peritoneal dialysis (pd) patient was placing a flexicap disconnect cap on the line, there was no ¿discharge iodine in the line¿ observed. The patient presented to the pd clinic for testing. Subsequently, the patient was diagnosed with peritonitis. The patient was treated with antibiotics. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.